Manufacturer narrative:
Analysis: no product was returned for analysis. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Based on the received information, the thrombus was due to patient non-compliance with anticoagulation medications. The thrombus likely caused the leaflet to stick and led to stenosis.

Manufacturer narrative:
Medtronic received additional information that the patient had not been compliant with anticoagulation therapy and was admitted to the hospital with shortness of breath. Echocardiogram showed thrombosis on the prosthetic valve. During the valve replacement procedure, the patient experienced a cerebral vascular accident (cva) and cardiogenic shock; an intra-aortic balloon pump was placed. The patient was placed on a ventilator and subsequently went into pulmonary edema. Creatinine levels elevated and continuous renal replacement therapy (crrt) was initiated. The previous prosthetic valve tested positive for gram positive cocci, however subsequent blood cultures were negative. Antibiotics were administered. The patient was discharged to a long-term acute care (ltac) facility. No other adverse patient effects were reported. (B)(4).

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information eight months post implant of this mechanical aortic valve, this valve was explanted and replaced with a medtronic bioprosthetic valve. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.